Event description:
Bayer essure device implanted in 2006. Rapid cervical disc degeneration, rapid jaw bone degeneration, miscarriage, excessive bleeding, uterine polyps, chronic nerve pain. Bladder issues, pain in fallopian tubes, brain fog / confusion, blackout, chronic migraines, auditory sensitivity, chronic inflammation, bleeding and blood spattering during intercourse, etc. Some symptoms began immediately while others progressively got worse and snowballed. I've had three surgeries due to the above and I lost my quality of life.